Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to clinic after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited low out-of-range high-voltage lead impedance. The vector was reprogrammed. The patient was stable and would continue to be monitored normally.